Event description:
Tech alleged that the brakes would not hold.

Manufacturer narrative:
Tech replaced the brake steer caster, the brake caster, the block top, the adapter and screws and replaced the bearings in the brake block to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.